Event description:
A malfunction alarm identified as malf 12 was reported on a pump. The impact on the customer's blood glucose level was unknown as the customer declined to answer whether it exceeded 500 mg/dl. To address the issue, technical support arranged a replacement pump, instructed the customer to put the problematic pump into storage mode, and return it using a pre-paid label within 10 days. Meanwhile, the customer planned to use multiple daily injections (mdi) as a backup insulin therapy.